Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel b failure was confirmed during product evaluation. The root cause of the reported problem was not identified. There were no repairs done, because no cause was identified. This issue has been escalated to CAPA. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative reported a colleague infusion pump with a "channel b failure". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.